Manufacturer narrative:
(B)(4). Failed battery test due to corroded battery tube. Unable to confirm motor error alarm, low battery alarm or perform the self test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to failed battery test. Pump passed stop current and run current test. Motor passed motor test. Pump had cracked case at display window corner, broken battery tube threads, cracked reservoir tube lip and minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was 130 mg/dl. The customer was able to rewind the insulin pump. The insulin pump was missing plastic from the battery compartment. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.